Manufacturer narrative:
Product ID 7435, serial# (B)(4), implanted: 2000 (B)(6); product type programmer, patient product ID 7435, serial# (B)(4), implanted: 2000 (B)(6); product type programmer, patient product ID 3998, lot# l84360, implanted: 2000 (B)(6); product type lead product ID 7495-25, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 7495-25, serial# (B)(4), implanted: 2000 (B)(6); product type extension. (B)(4).

Event description:
The patient¿s device turned off and was unable to turn on. There was a possible battery issue with the patient programmer (pp). The patient has been unable to control the implantable neurostimulator (ins) with the pp. The company representative (rep) was able to read the ins with the clinician programmer (8840), turned ins on and reported patient was getting good therapy. The battery level was at 2.6v. Impedance measurements were between 571 and 1087 ohms. The rep believed the patient only needs a 9v battery. The next day the patient reported that they tried changing the 9v and that did not resolve the issue. The pp was not powering on at all, the lights were not coming on. The pp did not get wet. No patient harm reported. Four days later, the patient reported that the replacement pp sent to her was doing the same thing, only getting a 9v battery light on the pp. The next day, the rep tested the battery and the 8840 did not have problems adjusting the ins, was able to turn the system on/off or up/down. The volts were low but it had some time left on service. The new pp would not adjust the ins so a new pp was ordered. Nine days later it was reported that the patient was waiting for prior authorization for replacement surgery. If additional information is received, a follow up report will be sent.